Event description:
It was reported that prior to device change-out for normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.8-14.0cm from the distal tip. Internal insulation abrasions were noted at 7.4-7.8cm, 9.0-10.6cm, 15.2-16.2cm, and 34.3-34.4 from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 17.3-18.5, 20.1-20.2cm, 20.2-20.3cm, and 23.3-23.4cm. The etfe coating was intact at these locations.

Event description:
New information received notes that prior to being explanted, the patient received inappropriate shock therapy.